Event description:
It was reported that an at/af episode was recorded on the device, but there was no data and a message displayed ¿episode data is invalid.¿ the device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4965-25 implantable pacing lead (B)(6) 2007; 7122 competitor implantable tachy lead (B)(6) 2009; 6996sq58 implantable tachy lead (B)(6) 2009; 6984m adaptor (B)(6) 2009; 4470 competitor implantable pacing lead (B)(6) 2009. (B)(4).